Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. The image was dark from the time of connection. An attempt was made to flush again or reconnect but there was no improvement. It was noted that air was not removed when flushing during preparation. Another of the same device was used to complete the procedure. There were no patient complications reported.